Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter stated that there was water seen in the battery compartment after the patient went swimming. The patient reportedly dried the pump and it had been working fine ever since. The reporter denied trauma to the pump and stated that the battery cap was changed a few months ago but that the yellow ring was visible and the threading on the pump were worn, possibly from tightening the cap too tight. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.